Event description:
The third party agent contact stryker to report that their customer's device did not recommend shock during a patient event. Upon evaluation of electronic patient records it was observed that the device gave " pads off" message, that prevented the device from analyzing the rhythm and delivering the defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker performed a scientific review of the downloaded electronic patient records. It was observed that the event data in the patient record shows that the shock button was pressed, but that no shock was delivered because the device had not analyzed to return a "shock" decision. This is normal device operation. The device did not analyze to determine whether a shock was needed due to low resistance and high reactance throughout the event, causing the device to register "pads off". Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker performed a scientific review of the downloaded electronic patient records. It was observed that the event data in the patient record shows that the shock button was pressed, but that no shock was delivered because the device had not analyzed to return a "shock" decision. This is normal device operation. The device did not analyze to determine whether a shock was needed due to low resistance and high reactance throughout the event, causing the device to register "pads off". Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party agent contact stryker to report that their customer's device did not recommend shock during a patient event. Upon evaluation of electronic patient records it was observed that the device gave " pads off" message, that prevented the device from analyzing the rhythm and delivering the defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer device and confirmed though the electronic patient records that the device detected a patient load then went to a pads off condition immediately. The electrode tray that was used during the event was not returned with the device, so root cause could not be established. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The third party agent contact stryker to report that their customer's device did not recommend shock during a patient event. Upon evaluation of electronic patient records it was observed that the device gave " pads off" message, that prevented the device from analyzing the rhythm and delivering the defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported issue.